Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a blood glucose (bg) level of over 240- 400 mg/dl. In addition, the customer reported having ketones; however, the customer was unsure if it was due to the reported issue. The customer administered correction boluses to address bg level, and indicated that they will continue to use the pump for continued insulin therapy.